Event description:
Nephrostomy tube fell out "off night." Pt admitted to special procedures for replacement of right percutaneous nephrostomy tube, including sinus tract injection. Catheter sutured to skin this time in addition to the standard statlock device applied externally.